Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 65 mg/dl and a blood glucose of 179mg/dl. Troubleshooting did not occur for the blood glucose and sensor glucose discrepancy; troubleshooting did, however, occur for the change sensor alarm and calibration alert that the customer received. The sensor will be returned for analysis.